Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. No anomolies found. Damage to set screw threads was found. Grommet damage was also noted. Evaluation summary: (B) (4) no anomalies found; a loose setscrew was noted.

Event description:
It was reported that during lead repositioning, the device "screw stayed on the screwdriver" after unscrewing it. The device was changed. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.